Event description:
Lead was explanted on (B)(6) 2025 to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg was explanted at an unknown date for an unknown reason. It was also reported that patient experienced ineffective therapy. As a result, surgical intervention may be undertaken to address the issue.